Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, sterile heparin saline leaked from the balloon of a 6f/7f mynxgrip vascular closure device (vcd) and it ruptured during device the device preparation. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was prepped and stored according to the instructions for use (IFU). No damage was observed prior to opening the package. The user was mynx certified. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe and the procedural sheath were not returned. The stopcock was found in the closed position. The sealant and advancer tube remained in their manufactured positions. In addition, the balloon was found fully deflated. Per functional analysis, leak testing was performed on the balloon of the returned device per the mynxgrip instructions for use (IFU). The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. The reported event of ¿balloon-balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear condition found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are possible. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, sterile heparin saline leaked from the balloon of a 6f mynxgrip vascular closure device (vcd) and it ruptured during device the device preparation. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The device was prepped and stored according to the instructions for use (IFU). No damage was observed prior to opening the package. The user is mynx certified. The device will be returned for analysis.

Manufacturer narrative:
Updated UDI information in section d4.